Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed). Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of one lead is in process; the results will be forwarded when available. Analysis summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device and one lead is in process; the results will be forwarded when available. Analysis summary: (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic cut, apparent explant damage. Proximal segment returned and analyzed.

Event description:
It was noted the patient died approximately 3 months following device system implant surgery. The cause of death is being requested.

Event description:
It was noted the patient died approximately 2 months following device system implant surgery. Review of public database revealed the patient date of death was (B)(6) 2011. The cause of death is being requested.